Event description:
It was reported that a mis tlif procedure was being performed on (B)(6) 2014. While the surgeon was tapping the cage holder into place, the cage skewed and sheared off. Another of the same product was used to complete the procedure. There was no delay to the procedure or adverse patient events reported as a result of the malfunction.

Manufacturer narrative:
Visual verification indicated that a small portion of the edge of the cage on the threaded hole side had become fractured. No other anomalies were identified during the device evaluation. A review of the device history record for the concorde bullet parallel 9x9x31 found no issues identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the concorde bullet parallel 9x9x31 was conducted on the specific product code from this complaint as the height of the implant affects the stress profile on insertion and therefore this height is not indicative of the family or vice versa. It was noted that there were no related complaints for issues of this nature. The root cause of the concorde bullet parallel 9x9x31 cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use, excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.